Event description:
The pt underwent a hernia repair procedure with mesh implant over four years ago. On (B) (6) 2010, the pt underwent a mesh explant procedure. Upon mesh exposure, the surgeon noted a ring weld break. The ring was out of mesh and was sticking into in the colon, causing a bowel perforation. The surgeon repaired the resultant hernia with a biologic graft. The pt is reported to be doing well.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.